Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a single, low out of range shock impedance measurement. There were no other out of range measurements on that day or since or before that time. There were no episodes or apparent noise on shock electrogram (egm) during the time of the out of range value. Boston scientific technical services (ts) discussed that it could have been some sort of external noise which affected the measurement on that specific day. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.